Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description chemotherapy spill due to a malfunction with the tubing. The tubing broke right after the white piece that gets placed into the pump. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) photographs were provided for evaluation. The photographs were visually evaluated, and it was noted there was detachment at the silicone pump segment. However, it is difficult to determine what caused the detachment without a physical sample or clear picture. Based on the evaluation results, the reported defect was confirmed. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The actual defective device is a valuable tool in investigating the cause of this incident. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.